Event description:
Potential for injury associated with a tdxsp-mcg power chair where the center mount for the legs will not work. This issue could prevent a user from obtaining the needed support for their legs.